Event description:
Customer reported, the top of the med line tubing cracked. No pt harm reported. No further event/patient information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of tubing cracked was confirmed. The female luer was cracked and during functional testing, leaking was observed at that point. The root cause for this issue was not identified. The lot number was not identified, however, review of the mfg database for a year period (one year period to the notification date), for the involved model number, did not identify any quality issues for the reported failure mode during production build.